Event description:
It was reported that: "Physician was treating a case of Right Transverse Venous Sinus Stenosis and planned for venous sinus stenting. Access was obtained using an 8F short sheath. Further to that, physician took Ballast 6F 80 cm guiding catheter along with 5F Vertebral catheter and Terumo wire system and navigated to the target vessel. After crossing the lesion and confirming positioning, physician proceeded with deployment of 8 mm × 80 mm Everflex Medtronic stent across the stenotic segment. Post deployment, physician observed that the nose cone of the delivery device along with the distal tip of the Ballast guiding catheter had detached and were visualized floating in the Internal Jugular Vein (IJV). Subsequently, the detached components were retrieved successfully through a combined surgical retrieval approach performed by the CVTS team. The involved product was Ballast 6F 80 cm (Lot No: F260300045) and the unit has been retained for complaint investigation and further necessary action. Patient remained hemodynamically stable following retrieval and was shifted to ICU. "UPDATE 26JUN2026 - Additional information received from the issuer: "Please allow me to answer the additional questions: The patient is doing well and is currently stable. From an anatomical standpoint, there were no notable findings; the anatomy was observed to be normal."

Manufacturer narrative:
Balt USA Reference: # (b)(4). The returned device was inspected in our Quality laboratory. During our analysis: we observed only the broken distal portion of the BALLAST80 was included with the device return; we observed the distal portion of the BALLAST80 was returned fractured approximately 3cm from the distal tip of the catheter; we observed the multiple severe kinks along the returned portion of the Ballast unit. Root cause of the reported issues endured by the Ballast Long Sheath cannot be definitively determined due to the damaged state of the returned device, however it is evident that the unit had become severely damaged during the procedure. Upon return of the device, we observed approximately only the distal 3cm of the Ballast80 unit was returned and fractured from the rest of the Ballast80 unit. During the device analysis, we observed multiple severe kinks along the returned portion of the Ballast unit. From the complaint description, it was indicated that following the deployment of the stent across the stenotic segment, the physician observed that the nose cone of the delivery device along with the distal tip of the Ballast guiding catheter had detached within the vessel. Based on the available information, it is possible that the damage observed to the Ballast unit was endured during the advancement of one of the supporting devices during the procedure. Without the return of the complete unit, further analysis could not be performed. It is indicated in the manufacturing records that the unit was free from visual damage at the point of the 100% final inspection. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number F260300045 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.